Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked. Investigation also revealed that the display screen was dim and discolored. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on 02/25/2015.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 02/25/2015 with the following findings: visual inspection revealed that the battery compartment was cracked at the bottom near the cover. During testing, the display screen was found to be discolored. No cartridge or battery cap was returned with the pump. Test caps were used to complete all testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Initial reporter: (B)(6).